Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the insert and femoral component over the previous 12 months, but no similar events for their batches based on the historical data. For the tibial baseplate and patella, the review revealed similar events for the listed devices over the previous 12 months, but no similar events for their batches based on the historical data. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue, injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a right tka surgery was performed on (B)(6) 2024, the patient experienced an infection. This adverse event was resolved by revision surgery on (B)(6)2024, during which one (1) jrny ii bcs xlpe art isrt sz 5-6 rt 9mm was exchanged. The femoral component, tibial baseplate, and patella component remained implanted. The current health status of the patient is unknown.